Event description:
See initial report.

Manufacturer narrative:
H11: the involved roller pump was manufactured in 2019 and according to the analysis of the complaints database no further events have been reported in the past. Based on the technical intervention and taking into account the investigation performed for similar events, the reported fault can be solely due to a defective shaft angle encoder. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the s5 roller pump 150. A livanova field service engineer was dispatched the customer. The shaft angle encoder on pump was replaced. The device was tested and returend successfully to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 presented the error shaft angle encoder fault in pump four after a procedure. There was no report of any patient injury.